Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "sharp, shooting pain in the chest" near the cardiac resynchronization therapy defibrillator (crt-d) was occurring and the patient questioned if the device "fired." The patient was encouraged to contact the physician's office and the device remains in use. No further patient complications have been reported as a result of this event.